Manufacturer narrative:
Initial surgery date was unknown. No product will be returned. Device manufacture date is unknown. Evaluation is pending.

Event description:
In 2009, the sales representative reported a revision surgery was completed one month prior, for a failed fusion. Multiple procedures were performed during the revision surgery. After partially implanting an infix endplate, it was identified that the surgeon was using the wrong size inserter with the endplate. The sales representative identified the issue and informed the surgeon. The surgeon then changed out the inserter and plate for the right size and completed the construct. At some point, during the surgery, an instrument (unknown) nicked a vessel which the surgeon repaired. The patient lost 3 units of blood during the procedure. The total surgical time was reported as 9 hours. There have been no reports of post-op complications with the patient.